Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that it was difficult to remove the catheter. A flexima ureteral stent was being placed in the kidney. During the procedure, it was difficult to retrieve the catheter before the sutures were cut. It was noted the sutures seem to have moved from near the hub to half way down the catheter making it difficult.